Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarm/bad battery alarm noted. The low reservoir alarm was set to 20.0 units. The unit properly alarmed low reservoir when the units remaining in the status screen was at 20.0 units. The low reservoir alarm functions properly during testing. Unit uploaded properly using carelink. Unit had cracked battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were emergency room due to high blood glucose on (B)(6) 2020 with blood glucose level was above 425 mg/dl. Customer experienced symptoms such as nausea. The customer was assisted with troubleshooting. The customer was treated with intravenous fluid and insulin for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that drive support cap was normal. Customer reports they did contact their healthcare professional regarding the high blood glucose. Customer stated that they performed high pressure test and test was passed. Customer reported that insulin pump had cracked around the battery compartment. Customer stated insulin exited at the quick release. The insulin pump will be returned for analysis.